Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the left ventricular lead had high threshold, no capture, became dislodged and may have been fractured, possibly due to severe coughing resulting from bronchitis. The lead was removed and replaced. No patient complications were reported as a result of this event.